Event description:
Customer reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to reposition the pump on the charging pad to align the logos, which temporarily resolved the issue when held in place. To assist with this, a charging pad cover was sent, and no further action was required. The case was closed by customer technical support.